Event description:
Customer reported that the pump screen was dark and unresponsive. Blood glucose level was 134 mg/dl, which is within the normal range. Technical support arranged a replacement pump and instructed the customer to use multiple daily injections as a backup therapy. The customer was guided to put the pump into storage mode for return and agreed to send it back within 10 days using a pre-paid label.